Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8 mm maryland bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and found to have damaged conductor wire insulation, and the internal conductor wires were exposed. The conductor wire was not frayed or broken. The instrument passed the electrical continuity test.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the 8mmmaryland bipolar forceps instrument had a damaged conductor wire. The instrument was removed and replaced with a backup. Following this, the user continued with the procedure with no further issues. No fragment fell into the patient. No known impact or patient consequence was reported.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reported issue was identified prior to the start of the procedure and after reprocessing. The instrument was inspected prior to use. There was conductor wire breakage and there was exposed wire due to damaged insulation. The cable was broken in half. There was no thermal damage and no arcing was observed. There were no fragments that fell inside the patient. No photographic images or videos are available for isi review.